Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump infusion set was separated. The following information was received by the initial reporter with the following verbatim it was reported by the customer that while a nurse was attempting to remove or flick air from the tubing, the soft section of the tubing disconnected from the connector, resulting in blood splashing onto the nurse. Subsequent sets also came apart at the top of the soft section of tubing.

Manufacturer narrative:
One photo was taken by the customer that verifies the separation. A quality notification was sent to the manufacturer. From the manufacturer's review, the condition reported was found during/after infusion, also the photo evidence that the ring retainer was assembly correctly which led us to not confirm that is related to the manufacturing process.